Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during foot arthroscopy surgery the surgery included a calcaneal osteotomy and tendon transfer (for valgus flatfoot). The tendon transfer (fdl), passed through a tunnel drilled in the navicular bone, it was fixe by a 4.75mm diameter interference screw. During the screwed onto the guide wire, the screw fractured and fragmented. The broken off piece has been retrieved from the patient. Surgeon secured the fixation with a second screw of identical model. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.